Event description:
It was reported that intermittently the 9800 system displayed an ma sensor error. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Completed a high voltage calibration and filament calibration. Verified generator battery packs. The system was tested and found to be working as intended and placed back into service.